Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was stuck on the version and had constant tone alarm. The blood glucose reading was 90 mg/dl. Troubleshooting was performed, and the buttons were unresponsive. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the device was still frozen with the version on display. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.